Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-oct-2019with the following findings: during investigation, the complaint regarding temperature issue was reported on (B)(6)2018. According to the pump history the pump was in use until (B)(6)2019 . Due to continued use all black box and pump history has been overwritten for time of temperature complaint. The black box contains dates from (B)(6)2019 to (B)(6)2019 , no evidence of power loss or battery voltage drop. The pump current draws were tested and found to be with in specification. The battery compartment was cracked above grip pad , no evidence of moisture or damage was noted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose greater than 250mg/dl, but less than 500mg/dl, with unspecified ketones, blurred vision, nausea, and symptoms of dehydration, associated with an alleged power issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the battery was hot and powered off. At the time of the power interruption the yellow o-ring on the battery cap was visible, and was unable to be secured to the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.